Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead implanted 2010-(B)(6). (B)(4)

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was removed but not replaced as the patient was in chronic atrial fibrillation (af). A hematoma evacuation was performed at the same time. No patient complications have been reported as a result of this event.